Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the device log does confirm the no shock delivered message; however, it does not indicate a device malfunction. The log showed the device is powered on in the auto defib mode and begins an analysis 3 seconds later. 2 seconds after the analysis begins, the user switched the device to manual mode. The user did not allow the device to complete the analysis. We cannot determine if the patient is in a shockable or nonshockable state. There is no indication in the log that showed the device is unable to deliver a shock, despite being in a low battery state. The device history log did not show any critical errors that would have prevented the device from performing a rescue. No trend is associated with reports of this type.